Manufacturer narrative:
(B)(4). The issue sample was not provided therefore further investigation could not be conducted. If a sample becomes available at a future date the investigation will be reopened and an addendum with the results added to the file. All products are manufactured with qualified materials that are tested prior to release into manufacturing. Finished product must meet product specifications and process requirements prior to final release into saleable inventory. 1. The process is in compliance with applicable standard production method (spm) 2. All operators are certified in their respective operations. 3. The operators or the quality inspector did not identify any discrepancies related to the issue reported during their continuous inspection.

Event description:
Removal of u-drape (8476) drape caused skin tear that was less than an inch on the top layer of skin. Treatment consisted of telfa and coban bandage.